Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 44 mg/dl and the cause was not known. The customer went to the emergency room (ER) and was administered an intravenous drip. After a day, the customer left the ER with a bg of 308 mg/dl and the customer felt ¿ok¿. Tandem technical support reviewed the pump settings with the customer and the customer confirmed the time settings.